Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture discovered on MRI, hard to breath, and burning in breasts." Patient additionally reported "lung cloudiness, feeling weak, hard to move arm and legs, lost 50 pounds, muscles aches, think it's in my lungs, and I can barely walk"; these events are not device related. Later, healthcare professional reported left side rupture. Additionally, patient reported "implants are textured" and "I'm scared to die." Device remains implanted.